Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist has reported the removal of a dental implant due to its lack of primary stability. The patient presented insufficient bone quality/quantity (bone type iii) and fenestration occurred during surgery. The dentist decided to execute bone graft and not replace the implant at the same surgical act.